Event description:
This is report 4 of 4 for this event. It was reported that the patient connector of a uv flash transfer set that had a gap between the titanium adapter and the transfer set when it had been changed out. The transfer set was being used with a patient. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received. A review of all batch record documents for lot number h13a02017 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The integrity of the seal surface was tested with no leaks noted. The inside diameter of the patient connector was measured and found to be below nominal. Improvements were made to the mold and the molding department procedures to address this issue. Should additional relevant information become available, a supplemental report will be submitted.